Event description:
It was reported that the patient also had atrial fibrillation 120-200 beats per minute from electrocardiogram during (B)(6) 2021 admission. The patient was put on heparin anticoagulant and correction of the injection rate under the control of activated partial thromboplastin time (aptt) 6 times a day. Warfarin was cancelled. The goal was to maintain a mean arterial pressure of 75-85 mm hg and return to sinus rhythm. The patient also received correction of antibiotic therapy and timely change of the bandage of the cable exit site due to lvad-specific deep cable infection since 2018. A computed tomography (CT) was done after 7 days and neurology was consulted. The patient would receive post-stroke rehabilitation if possible.

Manufacturer narrative:
Section b5: the patient's infection was reported in MFR # 2916596-2021-04355. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on (B)(6) 2021 (referenced in MFR# 2916596-2021-02993). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 13apr2015. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists cardiac arrhythmia and stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that computed tomography (CT) scan on 23mar revealed ischemic stroke in the basin of the left middle cerebral artery. The patient experienced right-side hemiplegia and sensomotoric aphasia.